Manufacturer narrative:
The following items were received from the customer: five used list# d1000, tego¿ connector, appx 0.05 ml; lot# 13812990 one used list# d1000, tego¿ connector, appx 0.05 ml; lot# 13812990 --> one used list# unknown, syringe 3ml; lot# unknown. Visual: sample#1 an occlusion on the fluid path was observed, however after the fluid path was flushed some pieces of blood clot came out. Sample#2 an occlusion on the fluid path was observed, however after the fluid path was flushed some pieces of blood clot came out. Sample#3 an occlusion on the fluid path was observed, however after the fluid path was flushed some pieces of blood clot came out. Sample#4 an occlusion on the fluid path was observed, however after the fluid path was flushed some pieces of blood clot came out. Sample#5 an occlusion in the fluid path due to the seal collapsed. Sample#6 seal is torn as well as an occlusion on the fluid path observed, however after the fluid path was flushed some pieces of blood clot came out. One bd 3ml syringe mating device was returned, no physical damage or other anomalies were observed. Measure: bd 3ml syringe luer-lok tip iso 594-2 male luer taper (ring gauge): pass male luer inside diameter, 0.062" through 0.110": 0.073" pass the damage seal failures, (torn and collapsed) are confirmed, the probable cause is typical due to overtightening. According dfu statement - attach administration device or syringe by pushing straight into tego access device for infusion. When removing, apply the same clockwise turning motion. Do not overtighten. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported there are 6 tegos with occlusion issues. The tego connectors have to be changed several times a week due to occlusion issues. The user has solved this by changing the tego more often and sometimes even dialyzing without a tego connector. Unknown patient involvement and unknown patient harm. This report captures 6 occurrences.